Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of prismaflex m150 sets leaked at the effluent bag connection. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h6 and h10. H10: the actual sample received was not the correct device; the expected sample was for lot number 22e0037; however, the device received was from lot number 2c0074cb. For investigation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was functionally tested by connecting the effluent line at to priming accessory, in order to try to reproduce the reported issue, and the set performed according to product specification. In order to try to reproduce the reported issue, the set was loaded/primed/tested on prismax control unit no issues or leaks observed. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photograph did not provide any identifying defect. Due to the nature of the provided sample no further testing could be performed; therefore, the reported condition was not verified. A batch review was conducted on both lot numbers 22e0037 and 22c0074cb, and there were no deviations found related to the reported condition during the manufacture of these lot. Should additional relevant information become available, a supplemental report will be submitted.